Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion. The power consumption has increased showing a battery longevity from four years to two years. A device replacement procedure was scheduled for the future. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received detailing that the device was explanted and replaced. This device was discarded; therefore, it will not be returned for analysis.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion. The power consumption has increased showing a battery longevity from four years to two years. A device replacement procedure was scheduled for the future. At this time, this device remains in service. No adverse patient effects were reported.